Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip is broken on guide.

Manufacturer narrative:
Examination of the returned device confirmed the tip has broken. Previous similar investigations found the tip breakage was due to a too important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on (B)(4) 2008 via eco# 253075. The complaint sample is the new design manufactured after the change. Previous investigations found the depuy warsaw material research department examined the newer design failures and found the orientation guides fractured due to overload. Based on previous similar evaluations, the root cause is attributed to suspected misuse/misapplication of the device. Continue to monitor complaints of the new design under post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.